Event description:
Device 1 of 2. Reference MFR report number 1627487-2014-00194. The patient ((B)(6)) is a participant in a clinical study for intractable migraine headache (off-label). It was reported the patient's devices were explanted due to signs of infection (redness, pain, inflammation) at the ipg and lead site. Intraoperatively, the site reportedly presented with yellowish pus. Intravenous antibiotics were administered as treatment. The patient was discharged from the hospital on (B)(6) 2013, and the issue was reported as resolved.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.